Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model ar40e, was implanted into an eye of a (B)(6) male patient, the surgeon noticed that one haptic was bent. The surgeon used the surgical technique of cornea opening to remove the lens. When the surgeon was assembling the second ar40e lens into the injector, the surgeon determined that the lens could be implanted directly due to the incision size, but the second lens also had a bent haptic like the first lens. The second lens was not inserted so there was no patient contact or patient consequence. The third ar40e lens was implanted successfully. There was an hour delay in the procedure and post-op patient condition was reported as good. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 05/26/2016. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic ovd (ophthalmic viscosurgical device) in the lens optic body. The lens was observed with one haptic distorted/bent. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.